Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Event description:
It was reported that the buttress/compression jig assembly was worn/slipping during a trochanteric fixation nail procedure on (B)(6) 2013 causing the assembly to slip and back out slightly. A second set was available and was used to successfully complete the procedure. This report is 1 of 2 for complaint (B)(4).